Event description:
It was reported that the patient presented to the emergency department with a beeping implantable cardioverter defibrillator (ICD). Upon interrogation it was observed that the right ventricular (rv) pace impedance had exceeded 3,000 ohms and the shock impedance exceeded 200 ohms. Multiple ventricular events had been recorded due to oversensing of noise. A lead fracture was suspected. The rv lead remains in service. Additional information received on may 13, 2025, indicated that the lead was replaced without complication. Review of the device data indicated that the ICD had delivered anti-tachycardia pacing due to the oversensing. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was observed to be returned in two segments, with an approximately 115 mm portion not returned. Calcification was observed on the shock coils. Testing was completed to assess lead electrical performance and measurements of the returned segments were within normal limits. Due to the condition of the lead, it was not possible to evaluate the inner insulation integrity. X-ray examination did not show any issues on the returned segments.

Event description:
It was reported that the patient presented to the emergency department with a beeping implantable cardioverter defibrillator (ICD). Upon interrogation it was observed that the right ventricular (rv) pace impedance had exceeded 3,000 ohms and the shock impedance exceeded 200 ohms. Multiple ventricular events had been recorded due to oversensing of noise. A lead fracture was suspected. The rv lead remains in service. Additional information received on may 13, 2025, indicated that the lead was replaced without complication. Review of the device data indicated that the ICD had delivered anti-tachycardia pacing due to the oversensing. No additional adverse patient effects were reported. The lead was received for analysis.